Event description:
Philips received a complaint regarding a v60 ventilator, reporting while testing the device, it was observed that the device¿s power cord grounding resistance was out of specification. It was reported there was no patient involvement at the time the issue was discovered. Diagnostic testing indicated infinite ohms when measuring resistance, suggesting a potential fault. The customer ordered a replacement power cable, and the recommended corrective action is to replace the cable and perform follow-up testing and verification to ensure proper device functionality. The investigation is ongoing.

Manufacturer narrative:
The customer replaced the power cord to resolve the reported issue. Following the repair, the device successfully passed performance specification testing, with verification performed in accordance with the procedures outlined in the v60/v60 plus service manual. The ventilator has since been returned to service and is operating as expected. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.